Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation a follow-up MDR will be submitted.

Manufacturer narrative:
The instrument was returned for evaluation. Per the customer reported complaint the pitch down cable is broken at the distal clevis hub. The cable segment that contains the crimp is missing. The clevis does not exhibit any damage or wear marks. The other cables at the wrist are not damaged. No other damage was found.

Event description:
It was reported that during a da vinci si cystocele repair procedure, a fragment from the tenaculum forceps instrument was observed to be in the patient. The fragment was retrieved and the planned surgical procedure was completed. No patient harm, injury or adverse event was reported.